Event description:
Patient has muscle stim at pocket site after almost 3 years. Save-to-disk revealed varying v pacing impedance and very high sic. Lead subsequently returned - fracture visible to surgeon near connector block.